Manufacturer narrative:
(B)(4). Device was not reported as explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw head broke off toward the end of a trochanteric fixation nail (tfn) procedure. The broken coupling screw head was retrieved without difficulty. There were no surgical delays and no fragments; the procedure was completed successfully. This is report 2 of 2 for com-(B)(4).